Event description:
It was reported that during a procedure, the surgeon noticed that the unit did not hold into the pilot hole. Further, the procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.